Manufacturer narrative:
D4 and h4 the lot#, expiration date, and manufacture date are unknown. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding an unspecified ICU medical clave that experienced leakage during patient use. It was reported that the clave, which was attached to the end of central line, was found to be leaking on the inside with tpn and lipids. The clave was removed and replaced. The number of occurrences is two. The clave was attached to the end of a central line and found to be leaking; upon discovery clave was immediately removed and replaced. Photo of the actual defective product was provided (tpn/lipids was found inside of the clave). There was no harm as a result of the event, however, did require access to the sterile, central line to replace the clave.

Manufacturer narrative:
The following items were provided by the customer for complaint investigation: -a photo showing the affected sample. No conclusions could be made from the photo. -one used list #mc33213, 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer; lot #unknown.- -one new list #unknown, aquastat 10ml syringe; lot #kh05011. A crack was observed on the returned extension set female luer. No other damages or anomalies were observed. The reported complaint of a leak could be confirmed. The received extension set was observed to have a crack on the female luer. The probable cause is due to a material issue on a vendor supplied part. A DHR review could not be conducted because no lot number was identified. Updated information can be found in d1, d2a and d4. Corrected information can be found in d10, e3, e4.